Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was closing the peritoneum during a laparoscopic inguinal hernia procedure, the suture thread broke. The doctor asked for another thread and restarted the procedure, and the thread broke again. A different suture was used to complete the case. There was no patient injury.